Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error 1260. There were no reported adverse events.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition good with scratched screen. Investigation was unable to download event history log. According to the investigation the device was powered up and it displayed alarmed ec1260 which is a corruption of the memory of the circuit board. Service's replaced the pump circuit board to correct the reported problem. The problem source of the reported problem is unknown.